Manufacturer narrative:
Patient information was not available at the time of this report. System evaluation has not been completed at this time.

Event description:
The surgeon reported system freeze when loading an exam for an ent procedure. The exam has 148 slices and says transfer complete but then the system freezes. They had to do a hard shut down. The surgeon was able to move forward in the software to select a surgeon profile but the system froze again. The surgeon opted to discontinue the use of the fusion navigation system and re-schedule the surgery.